Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented to the hospital with diaphragmatic stimulation. Upon imaging it was confirmed that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2017. The procedure was successful with no adverse consequences to the patient.